Manufacturer narrative:
Velcro.

Event description:
It was reported by service report that the velcro was missing form the litter top, resulting in the mattress sliding off. No pt involvement or adverse consequences were reported.